Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-oct-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain everywhere') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pain (seriousness criterion medically significant). On (B)(6) 2021, the patient underwent thyroidectomy ("undergo a thyroidectomy"). On an unknown date, the patient experienced fatigue ("tired") and depression ("lot of depression"). Essure treatment was not changed. At the time of the report, the pain had not resolved and the fatigue, depression and thyroidectomy outcome was unknown. The reporter provided no causality assessment for depression, fatigue, pain and thyroidectomy with essure. The reporter commented: that since essure insertion, she has never done anything and said in her life she thought it was normal to be uncomfortable in her own skin. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 21-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain everywhere') in a (B)(6) year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pain (seriousness criterion medically significant). On (B)(6) 2021, the patient underwent thyroidectomy ("undergo a thyroidectomy"). On an unknown date, the patient experienced fatigue ("tired") and depression ("lot of depression"). Essure treatment was not changed. At the time of the report, the pain had not resolved and the fatigue, depression and thyroidectomy outcome was unknown. The reporter provided no causality assessment for depression, fatigue, pain and thyroidectomy with essure. The reporter commented: that since essure insertion, she has never done anything and said in her life she thought it was normal to be uncomfortable in her own skin. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 21-oct-2021. The most recent information was received on 02-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain everywhere') in a 41-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. In (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pain (seriousness criterion medically significant). On (B)(6) 2021, the patient underwent thyroidectomy ("undergo a thyroidectomy"). On an unknown date, the patient experienced fatigue ("tired") and depression ("lot of depression"). Essure treatment was not changed. At the time of the report, the pain had not resolved and the fatigue, depression and thyroidectomy outcome was unknown. The reporter provided no causality assessment for depression, fatigue, pain and thyroidectomy with essure. The reporter commented: that since essure insertion, she has never done anything and said in her life she thought it was normal to be uncomfortable in her own skin. Quality-safety evaluation of ptc: a ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 2-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.